Event description:
It was reported that patient underwent hip resurfacing procedure (B)(6), 2008. Subsequently, it was reported that patient developed pain, swelling, and elevated metal ions. Patient was revised (B)(6), 2011.

Manufacturer narrative:
Device was forwarded from the surgeon to an independent third party lab for evaluation. Evaluation of the device found the bearing surface was relatively free of large or deep scratches and superficial scratches were most common. The rim clearly showed third body wear scratches apparently from particles being dragged into the bearing and occasional pits / indents were also seen. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Biomet package insert contains the following possible adverse effects: #1) material sensitivity reactions. #14) intraoperative or postoperative bone fracture and/or postoperative pain. #15) elevated metal ion levels have been reported with metal-on-metal articulating surfaces. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2011-00099). The user facility was notified of the event on (B)(6), 2012. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA.

Manufacturer narrative:
This follow up medwatch is being submitted to report that this medwatch is a duplicate of (B)(4), medwatch 1825034-2014-06287. This medwatch 1825034-2012-00100 is considered closed.